Event description:
During routine follow-up, an error message was received. Several attempts were made to repeat the real-time measurements or re-interrogate the device however, the error message remained. Explant was recommended.